Event description:
During product service by a service technician, a flo-gard infusion pump was found to have damaged saftey clamp shims. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The evaluation is currently in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection, functional testing, battery testing, a service history review and a review of the alarm log were performed. The damaged safety clamp ship was identified during visual inspection. The cause of the condition was not determined. To correct the condition, the safety clamp shim was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.